Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, serial# unknown, product type: accessory. (B)(4). Upon device return, analysis of the implantable neurostimulator (serial no. (B)(4)) found the parity power on reset (por) bit was not reset. Product analysis summary: this ins was received in an unopened shrink-wrapped box. No communication issues were observed during tes ting, however, it had experienced a parity por. According to the trace report taken from the ins, the parity por count was at 1. This indicates that a recharger and/or programmer had communicated with the ins after a parity por had occurred and prior to it being cleared. The firmware in the ins was designed so that if a parity error is recorded in the log, then a por will take place and the customer will be informed via the physician programmer, patient programmer, or recharger. Until the parity por is cleared, the firmware in the ins assumes another parity por has occurred and will continually inform the customer that a por has occurred. This issue will occur whenever a parity por is the last por logged in the ins. The ins passed functional testing and recharged normally. There was just one recharge recorded in the trace report that was done on the day of the reported event ((B)(6) 2014). The recharge was for only 4.5 minutes and the battery voltage was at 3.790 volts (50%).

Event description:
It was reported there was a communication problem. The manufacturer representative (rep) was going to be attending an implant tomorrow and was prepping for the case by charging the implantable neurostimulator (ins) up. The ins was a short date that was sent to the patient for another case that she didn¿t end up using but was possibly using tomorrow. The rep attempted to charge and couldn¿t communicate with the ins. The rep completed an antenna locate (al) feature and then was able to charge. No physician mode recharge (pmr) was performed. The ins was at 50% full. The rep did not want to use the ins. The rep checked the ins with the clinician programmer and no error message appeared.